Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-mar-2026, it was reported by a sales representative via (B)(4) that an ar-9215-1-03 quick connect handle snapped at the bottom when connected to the guide. This was discovered during a procedure with no patient harm. Additional information provided 23-mar-2026: it was further reported this was discovered during a tsa/eclipse total shoulder procedure that was completed with another quick connect handle. A one-minute delay was experienced and all pieces were retrieved from the patient.